Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several noisy episodes were stored in device memory, probably due to electromagnetic interferences (emi).

Manufacturer narrative:
Reportedly, during the follow-up performed on (B)(6) 2018, the physician decided to reprogram some parameters (the function ¿v pacing on noise¿ was turned on and the persistence in the vf zone was increased from 8 to 12 cycles).

Event description:
Reportedly, several noisy episodes were stored in device memory, probably due to electromagnetic interferences (emi).